Event description:
It was reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing. There is evidence of what appears to be electromagnetic interference (emi) causing atrial oversensing on the lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.